Event description:
It was reported that the system 9800 had poor image quality. It was also reported that there was an iris pot error which had occurred a single time. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that there was a broken wire in the video cable. The iris pot error could not be duplicated. The cable was replaced. The fluoro function circuit board was replaced as a proactive measure for the iris pot issue. The system was tested and found to be working as intended and placed back into service.